Manufacturer narrative:
Neuronetics received a report from a provider that a patient developed a retinal tear in their left eye after receiving 13 treatments. Patient reportedly does not have a history of retinal disease. Neuronetics has attempted to obtain more information on the patient and complaint but has been unsuccessful.

Event description:
Neuronetics received a report from a provider regarding a patient who developed a retinal tear in his left eye after receiving 13 treatments.